Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the deflectable videoscope exhibited a black screen and no image due to damage to the imaging unit. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is presumed that it is caused by damage to the image sensor unit. We could not specify the root cause of the suggested event since the actual item was not sent to manufacture business center. The event can be detected and prevented in accordance with the following section of the instruction manual (operation edition) "chapter 3 preparation and inspection 3.8 inspection of combination functions with related equipment". Olympus will continue to monitor field performance for this device.